Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes, the product was found with no label ID. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes, the product was found with no label ID. There was no report of exposure, serious injury or medical intervention.